Manufacturer narrative:
(B)(4) device evaluated by MFR: the complaint device was returned for analysis. A full visual and tactile examination of the catheter shaft identified no kinks or damage. An examination of the crimped stent found no issues with its profile. The stent was securely crimped onto the balloon. No issues were noted with the profile of the balloon. The balloon was tightly folded and did not appear to have been subjected to any positive pressures. No issues were noted with the tip profile. As the introducer sheath that was used during the procedure was not returned for analysis, the device was passed through another recommended size sheath with no resistance noted. No issues were identified with the profiles of the returned device which could potentially have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred.a 7.0x30x135cm express® ld iliac / biliary stent was selected for use; however, during insertion of the device into the sheath outside of the patient, the stent was stuck. A thumb forceps was used to remove the device and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that catheter entrapment occurred. A 7.0x30x135cm express® ld iliac / biliary stent was selected for use however during insertion of the device into the sheath outside of the patient, the stent was stuck. A thumb forceps was used to remove the device and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).